Manufacturer narrative:
Investigation ¿ evaluation: as reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage secondary to placenta previa. The balloon was placed through the abdomen using oval forceps and filled with 150ml of saline when the balloon began to leak. The balloon was indwelling for about a minute and the incision was not stitched closed before leakage occurred. The device was not tested prior to use. After the device failure, the estimated blood loss was 50ml. Prior to device failure, the estimated blood loss was 670ml. The total estimated blood loss was 720ml. Another device of the same type was used to complete the procedure. A blood transfusion was not required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The balloon material was visually confirmed to have a 1cm tear near the proximal end of the balloon. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was manufactured within specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the returned device appeared to be damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: street: (B)(6); postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage secondary to placenta previa. The balloon was placed through the abdomen and filled with 150ml of saline when the balloon began to leak. The balloon was indwelling for about a minute and the incision was not stitched closed before leakage occurred. The device was not tested prior to use. After the device failure, the estimated blood loss was 50ml. Prior to device failure, the estimated blood loss was 670ml. The total estimated blood loss was 720ml. Another device of the same type was used to complete the procedure. A blood transfusion was not required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.